Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from chile alleged discrepant results for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged 4 samples initially generated a positive result for influenza a. The same samples were retested on a different platform which yielded negative results for influenza a. The different platform was provided as follows: the extraction in the kingfisher flex thermofisher autopure 32a grupobios. Reagents for purification and extraction, mag-bind viral rna xpress omega bio-tek, magattrack rna viral qiagen manual extraction: qiaamp viral rna mini kit qiagen kits for real time pcr: influenza a/b argene biomérieux rv master assay allplex alatheia, starters/probe (h1-h3) cdc distributed by isp, influenza a (h1-3-5-7) biospecimen of alatheia. Positive results were reported. No harm alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 4 mdrs will be filed.

Manufacturer narrative:
Throughout the data analysis, a product problem was not found. Possible causal factors may be sample processing related, cross-contamination, target at the limit of detection (lod) of the assay, off-label collection, and differences in testing methods. H3 other text : na.